Event description:
It was reported that the patient was checked by the physician and was told there was a lead anomaly. The patient was scheduled for follow-up to have echocardiography done. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.